Event description:
Manufacturer's ref: # (B)(4).

Manufacturer narrative:
Our field service engineer investigated the compressor mini on site. The inspection revealed that the transformer was the faulty part and that the issue was resolved by replacing it. Our conclusion is that the replaced transformer was the cause of the failure. However, the root cause of why the part failed has not been established as it was scrapped and not returned for investigation. This event occurred on india market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided d4 serial # and h4 device manufacture date in the initial report, correspond to device involved in the event, which is "compressor mini 230v". A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). Catalog # - previous catalog #: 6481787. Corrected catalog # for the compressor mini 115v is 6481779.

Event description:
It was reported that the compressor did not start.there was no patient harm reported.manufacturer's ref. #: (B)(4).